Manufacturer narrative:
The instructions for use for the suture-button repair system states following: "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone." The patient likely stressed the suture construct by opting not to wear the brace prescribed by the surgeon and weightlifting early in the recovery period.

Event description:
The patient's distal biceps repair suture failed while weightlifting two weeks after implantation.